Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 500 mg/dl. The customer's blood glucose was 338 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer reported that the insulin pump had a blank display. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.